Event description:
Patient admitted to ICU status post open heart transplant on multiple inotropes. Pump was infusing both epinephrine and dopamine, as well as gtt carrier. All three pump chambers failed, resulting in transient blood pressure decrease. Blood pressure decrease resolved when anesthesiology gave bolus of neosynepherine into central line, set up a new triple pump, and reinfused the medications through that pump.